Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack across the pump, damage around the battery cap, and unresponsive buttons, the pump was rejecting the new batteries, frequent no delivery alarms, delayed low battery messages, and diminished battery life.. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-399a, mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-399a. The customer will discontinue use of the insulin pump. Mmt-1780kl was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Also, additional information has been received regarding the patient weight change from 158 pounds to 0 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. The pump was received without a battery cap. Installed a battery cap and continued testing. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. . The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. All buttons functioned properly and no unexpected insulin flow blocked alarms were noted during testing. The trace and history files were successfully downloaded using thus. The power management graph confirmed that the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery failed alarms noted during testing or excessive amount located in the pump history file. Battery cycle 14 received the lowbatteryalert (104) on 6/13/2025 23:30 after more than 7 days at 23.16 days. Battery cycle 11 received the lowbatteryalert (104) on 5/21/2025 14:49 faster than expected at 5.14 days. Battery cycle 10 received the lowbatteryalert (104) on 5/15/2025 22:29 after more than 7 days at 20.22 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. A review of the pump history file reveals during june 2025 there were three (3) no delivery (insulin flow blocked) alarms, listed below: 06/12/2025 21:36:38 alarmalertnotification faultnumber = no delivery (7) during a manual bolus delivery. 06/15/2025 04:28:37 alarmalertnotification faultnumber = no delivery (7) during a tubing fill delivery. 06/18/2025 22:38:04 alarmalertnotification faultnumber = no delivery (7) during a manual bolus delivery. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, faded and peeling serial number label, and pillowing keypad overlay. Unable to verify battery cap damage due to the pump being received without a battery cap. The delayed low battery message and rejects batteries/bad battery message anomalies are not confirmed. Unresponsive keypad complaint is not confirmed. The frequent insulin flow blocked alarms complaint is not confirmed. Cosmetic damage (crack) on the battery compartment and battery tube threads is confirmed. Battery cap damage is unknown due to the pump being received without a battery cap. The diminished battery life complaint is confirmed due to moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.